Manufacturer narrative:
Examination of the returned device confirms the reported event of trial damage/breakage. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. We will notify the FDA of the results of this investigation once it has depuy been completed. (B)(4).

Event description:
Instrument is damaged. Update (B)(6) 2017: review of the returned product showed that the smaller peg has broken off of the body of the instrument. The balseal from the broken off piece is also damaged but still attached to the peg. All pieces were returned.